Manufacturer narrative:
Date of report : 06feb2019, date rec¿d by MFR : 31jan2019. The customer reported that the device had been repaired, however, details of the repairs performed were not provided. No parts were returned to philips for failure analysis, therefore, a root cause could not be established. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
On (B)(6) 2019. On (B)(4) 2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that the unit would not operate on ac power. There was no patient involvement. Event date not specified; estimate used.